Event description:
It was reported by the patient's caregiver that the patient's blood glucose level rose to 400 mg/dl while wearing the pod. When the pod was removed from the infusion site (unspecified), the pod cannula was found damaged. Additional information was received on may 19th, 2026 that the patient suspected a possible clog in the cannula/insulin delivery. The pod was worn on the abdomen for approximately 1 day. The patient was unable to confirm presence of insulin odor and stated that the pod was no longer available.

Manufacturer narrative:
A supplemental MDR is being submitted to capture the received additional information on may 19th, 2026. Updating b5, h6 and h11 (correcting the medical device problem code and component code field).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the damaged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's caregiver that the patient's blood glucose level rose to 400 mg/dl while wearing the pod. When the pod was removed from the infusion site (unspecified), the pod cannula was found damaged.